Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the plug was extending into the abdominal cavity and it was carefully excised from a large direct hernia. It was reported that the patient experienced abdominal pain and inflammation. No additional information is provided.